Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece, therefore the reported event was not confirmed. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. Also, there was no aiming beam and the connector presented burn marks. The internal connector fracture could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The initially reported event was confirmed, since the internal connector fracture could lead to an insufficient aiming beam or low laser energy output. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector and also could lead to the burn marks. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an enucleation of prostate procedure; the fiber could not fire. The procedure was completed with another fiber without patient complications. The fiber returned and the device analysis confirmed an internal connector fracture.